Event description:
A report was received that when the patient has the stimulator on, she experiences migraine headaches, her nose feels cold and one of her hands changes colors. The physician does not feel these symptoms are device related. The device is working properly. The patient will undergo an explant procedure.

Event description:
A report was received that when the patient has the stimulator on she experiences migraine headaches, her nose feels cold and one of her hands change colors. The physician does not feel these symptoms are device related. The device is working properly. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-4316, serial # (B)(4), description: next generation anchor kit-sterile. The ipg passed all visual, electrical, performance, and photographic imaging tests performed. The device exhibited normal device characteristics. The complaint regarding getting migraines with simulation on could not be verified in the lab. After activating patient's latest setting, the ipg's outputs were monitored on a scope. The stimulation outputs were delivered gradually, and amplitude/pulse widths were verified to be correct on all electrodes. No excessive current leakage or spurious signals were observed while the ipg was active in saline solution. Returned lead analysis indicates that the leads were cut. Damage to the leads is a result of a typical explant procedure and it is not considered a failure. The anchors were able to hold the leads securely, and no anomalies were found.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50, serial # (B)(4) and (B)(4), description: enh. St lead kit 50cm.